Event description:
An unk model of pulse oximeter using a max a sensor displayed an spo2 reading of 100% when repeated arterial blood gases reported "hypoxemia". Users placed a new sensor on the pt's opposing hand, and the monitor provided an spo2 value of 82, which was said to b consistent with the blood gas. There was no adverse impact to the pt.